Event description:
Info rec'd indicates the head section would not lower the last 5 to 6 inches.

Manufacturer narrative:
The technician found the left gas spring would freeze up. The gas spring looked intact but had an internal failure. He replaced the left head gas spring and the head section function properly.